Manufacturer narrative:
(B)(4). No report number documented on the medwatch.

Event description:
The customer reports: while attempting to remove the guidewire from the arrowgard, blue, mac, two-lumen, central venous access catheter, the guidewire began to uncoil.for fear that the remaining portion of the guidewire could potentially embolize, the entire device was removed with the guidewire remaining intact.

Event description:
The customer reports: while attempting to remove the guidewire from the arrowgard, blue, mac, two-lumen, central venous access catheter, the guidewire began to uncoil. For fear that the remaining portion of the guidewire could potentially embolize, the entire device was removed with the guidewire remaining intact.

Manufacturer narrative:
(B)(4). The customer returned one used mac with an unraveled spring-wire guide passed through the catheter body and hemostasis valve. The spring-wire guide was unraveled from the distal end and a kink was in the middle of the body. The distal end of the inner core wire and the proximal end of the distal weld showed signs of necking, indicating undue force was applied to the guidewire. No issues were identified with the mac. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The kink in the guidewire was 268 mm from the proximal end. The catheter body measured 98mm in length, within the range of 98-102 mm specified by the product drawing. A 0.035" swg was passed through the distal tip of the catheter without issue. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit indicates to thread the tapered tip of dilator/access device over the spring-wire guide. Once placement is completed, the spring-wire guide and dilator should be removed from the access device as a unit. The customer reported issue of the spring-wire guide becoming unraveled was confirmed during the complaint investigation. One used mac with an unraveled spring-wire guide passed through the catheter body and hemostasis valve. The spring-wire guide was unraveled form the distal end and a kink was in the middle of the body. The distal end of the inner core wire and the proximal end of the distal weld showed signs of necking, indicating undue force was applied to the guidewire. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.22 n (0.5 lbf min) when tested per bs en iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information and sample provided it was determined that operational context caused of contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.